Manufacturer narrative:
(B)(4). Product not evaluated yet.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is (mg/dl). Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to embrace meter. Back to back blood test produced test results of 48 mg/dl using trueresult meter and 71 mg/dl using embrace meter. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is (mg/dl). Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to embrace meter. Back to back blood test produced test results of 48 mg/dl using trueresult meter and 71 mg/dl using embrace meter. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 48mg/dl (B)(6) 2015 08:36am. 63mg/dl (B)(6) 2015 08:30am. Adverse event not reported.